Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "ap optical manual system off" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The complaint has not been confirmed. The unit has not been serviced. We will continue to monitor the database for trends and similar reports. A supplemental medwatch will be submitted if more information becomes available. (B)(4).